Manufacturer narrative:
(B)(4). Date sent: 9/9/2020. D4: batch #t5ev28. Investigation summary: the analysis results showed that 11 gst60b reloads were received sterile and with no apparent damage. The returned reloads were opened and tested with a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The event described could not be confirmed as the reload performed without any difficulties noted. The reloads were loaded into the device without difficulties and did not fall out during the visual and functional testing. The analysis results showed that one gst60b reload (a) was received sterile and with no apparent damage. The returned reload was opened and tested with a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The event described could not be confirmed as the reload performed without any difficulties noted. The reload was loaded into the device without difficulties and did not fall out during the visual and functional testing.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap gastric bypass, the gst60b reloads caused bleeding on the staple line. Recently, the doctor and colleagues have experienced that the gst 60 mm reloads were more "tight" in the channel cartridge of the psee60a. The or assistant had to put in more effort and use more force to insert the gst reload. The staple lines are dryer and oozing less when these "tighter" reloads are used. The doctor now used these reloads from this product complaint (lot t4144f) and these felt "loose" in the cartridge channel of the psee60a and were oozing a lot. Therefore, multiple staple line interventions (sli) were necessary. Complaints of sli because of bleeding have been reported frequently in the past years by this surgeon and his colleagues. The patient did not require a blood transfusion and there were no patient consequences.